Manufacturer narrative:
Continuation of d10: product ID 97740 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: nmh425394n, UDI#: (B)(4) h3: analysis of the 97740 programmer (s/n (B)(6) revealed liquid damage and the device was scrapped due to corroded boards. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were at their health care provider (hcp) office and their medtronic reps "changed settings" (patient services specialist (pss) understood this as the pt was reprogrammed) for 8 hours with the rep on friday and when they went home, their pt programmer was blank/unresponsive. Pt tried replacing the two double aa batteries 3 times with alkaline batteries, but their pt programmer wouldn't turn on. Pt emailed their rep saturday morning about their issue and their rep instructed the pt to call in. Pt noted they have an MRI on (B)(6) 2022 and need their pt programmer to enter MRI mode. Pss had the pt remove the batteries from the pt programmer and inspect the pt programmer for damage, but no visible damage was detected. Pss had the pt insert the batteries and press/hold down the power button on the pt programmer, but the pt programmer didn't turn on. Pss was able to charge their implant (ins) battery with full coupling bars. Pss informed the pt how they could turn their stimulation on/off with their recharger device. The issue was not resolved. A replacement p rogrammer was sent out.